Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced low glucose after meal announcements, typically a couple of hours post-meal, while also engaging in outdoor play around those times; troubleshooting included education that activity could contribute to drops, and guidance to consult the clinical team regarding cgm target range adjustments or a factory reset, with device problem characterization as information insufficient. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.